Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. The event occurred during treatment, when the circuit was replaced. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the cardiohelp showed the alarm ¿pump disposable error¿. The pump stopped and the cardiohelp was exchanged during treatment. According to the service and sales unit on 2022-12-28 a getinge service technician was on site. The failure could not be reproduced. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files analysis of the cardiohelp shows the error message: "pump disposable error - stop" and "pump stopped" on (B)(6) 2022. The fst confirmed that the root cause was a handling failure of the customer as the error was caused by removing the disposable without setting the rpm to 0 and installing a new disposable without setting the rpm back to 0. According to the risk file of the cardiohelp device the following root causes can also lead to the reported failure: no or insufficient coupling between the cardiohelp and the hls set. Magnetic coupling disturbed. In the instruction for use (IFU) is stated that it is necessary to decrease the flow to zero before disconnecting and connecting the disposable to the device and to not remove the disposable product during normal operation. Furthermore in the IFU ( instructions for use / 1.8 / en / 09) it is stated in chapter 2.1.4 "please refer to the respective instruction for use of the disposables". In reference of the current IFU for disposables (instructions for use / 1.5 / g-270 / 02) the following is stated in chapter 5.3.1 safety instructions for the oxygenator: incorrect installation of the hls module advanced can lead to device malfunction. This can endanger the patient. Se the device only together with the device cardiohelp-I. Install or remove the device only when the pump of the cardiohelp-I is at a standstill (0 rpm). Ensure that the device is fitted onto the device correctly and securely fixed, to eliminate the risk of magnetic decoupling between the drive and the centrifugal pump. The device history record (DHR) of the cardiohelp was reviewed on 2022-12-20. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on these investigation results the reported error message "pump disposable error" and a pump stop could be confirmed, but was not related to a product malfunction. The getinge sales and service unit will be informed to advise the customer to follow the instruction for use. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.